Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400, medwatch per the patient, the pump is displaying alarm pump empty,even though the cassette is full. No patient adverse events reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Review of the event history log of the pump found no disposable or high pressure alarms. Device then underwent functional testing, confirming the reported customer complaint. Device displayed "pump empty" even though the cassette is full. Found the pump's reservoir volume was empty and therefore will display " reservoir volume" empty message when a stop/start button is pressed even though the cassette is full. The problem source has been determined to be unknown.